Event description:
On january 16, 2001 otto bock received a call from one of the co's sales reps. He reported that one of the co's customers called to replace a stock of 1s57 feet with a heavier, stronger foot. When he inquired as to why they wanted to do this, the customer mentioned that a pt had fallen and broken their femur. The co has no further info because the pt will not talk about the incident.